Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had absence of vibration. Customer¿s blood glucose level was 375 mg/dl. Customer also reported blank display, and multiple error alarm. Customer stated that the display returned after inserting second battery. Customer was unable to clear the alarm. Performed self-test and it was passed. The device will not be returned for analysis.